Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged alarm 20 and alarm 30 issues was verified, but the load fill tubing issue could not be verified.

Event description:
It was reported that multiple cartridge alarms occurred during the load sequence. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. Reportedly, the customer is using cold insulin. Tandem technical support informed customer that using cold insulin is off label per the tandem user guide. Customer reverted to an alternate method of insulin therapy. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.